Event description:
It was reported that the insulin pump alarmed unexpected restart after battery changed. Customer's blood glucose was 333 mg/dl. Troubleshooting was done. The customer was advised to monitor the insulin pump and call back if issue reoccurs. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.